Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-09266.

Event description:
Customer reported that the up and down arrow buttons are sticking causing her to have low blood glucose. She also reported that insulin pump has cracks on the battery compartment and she is finding air bubbles in the reservoir all the way down to the infusion set and ends up with high blood glucose. Current blood glucose reading is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corner, reservoir tube lip, belt clip slot, battery tube threads and missing end cap sticker.